Event description:
The hospital returned one heartstring seal without any information. Upon decontamination, it was observed the seal was cracked. Follow up attempts with the hospital did not yield any information regarding the procedure date, procedure information and pt information.

Manufacturer narrative:
Investigation results: visual inspection shows the seal is cracked. The complaint is confirmed. The lhr review could not be completed, because the lot number was not provided by the hospital.